Manufacturer narrative:
The info of this per was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time.

Event description:
It was reported by the pt's rep that, 'pt had trident ceramic on ceramic hip surgery in 2005. Seven months following his primary surgery his hip began squeaking and popping. He was subsequently revised five times (this report documents the 2nd revision).'